Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visually inspected the sensor and no issues were observed. Sensor plug was properly seated. Severed sensor tail was observed. No failure modes were observed upon visual inspection of the plug assembly. Unable to perform further investigation due to partial product returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered ,is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the sensor filament of the adc device remained in customer's skin and caused pain. Sensor filament was removed by nurse and site disinfected, and no further treatment was reported. There was no report of death or permanent injury associated with this event.